Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive for c. Tropicalis occurred. Confirmatory testing only grew klebsiella pneumoniae. The following information was provided by the initial reporter: customer states they have multiple molecular fp for c. Tropicalis. What confirmatory testing was performed that determined the results were erroneous? Sub-culture was negative for c. Tropicalis. Culture results: klebsiella pneumoniae.

Manufacturer narrative:
H.6 investigation summary catalog 442021. Batch no. 3013295. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive for c. Tropicalis occurred. Confirmatory testing only grew klebsiella pneumoniae. The following information was provided by the initial reporter: customer states they have multiple molecular fp for c. Tropicalis what confirmatory testing was performed that determined the results were erroneous? Sub-culture was negative for c. Tropicalis. Culture results: klebsiella pneumoniae.